Event description:
After injection of expression dermal filler into lips (which is an off-label indication for this product), pt developed significant edema to lips. The swelling response was exaggerated compared to expected response from localized needle trauma and use of hyaluronic acid filler. In additional the product was also injected into the tear trough region and a mild-moderate amount of swelling was observed as is typically expected. Approximately 24 hours post treatment, erythema and firm swelling developed under right eye. Both problems seemed to exhibit good response to combination therapy with oral prednisone, anti-histamines, and cephalexin antibiotic. Diagnosis or reason for use: dermal filler for cosmetic use. Dose or amount: 1.5 ml, frequency: once, route: mid-deep dermis and subcutaneously.